Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the right crossbrace is broken at the weld where the seat rail is.